Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an alarm on (B)(6) 2019 cannot be confirmed as the submitted log file only contained data from on (B)(6) 2019. Further analysis of the submitted log file confirmed the report of a low flow alarm; however, a specific cause for this finding could not be conclusively determined through this evaluation. It was reported that the patient was woken up by an alarm on (B)(6) 2019 around 02:30 am. The patient stated that they may have lost power. During the event, the patient became very dizzy and it felt like when their pump had stopped in the past. There were concerns that the backup battery had not engaged like it should with power failure. Upon interrogation at the clinic, they were unable to see the event. They only observed one low flow during the clinic interrogation. It was reported that the patient has not had a repeat episode and no further alarms were noted by the patient. The submitted log file contained data from on (B)(6) 2019. The log file contained a numerous amount of pi events. On (B)(6) 2019, a single isolated low flow alarm was observed. Despite the observed low flow condition, the pump speed remained above the low speed limit for the duration of the file and the pump appeared to be functioning as intended. No other atypical alarms were observed within the file. The account communicated on (B)(6) 2019, stating that the patient has not reported any further alarms or use of the backup battery. The patient believed that they lost power in the house for a brief period. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6) with no further reported issues. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. Pi events are examples of routine events and do not appear in the alarm history. Pulsatility index (pi) is a calculation related to the amount of assistance provided by the pump. Pi values typically range from 1 to 10. Higher values indicate more ventricular filling and higher pulsatility (ie. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie. The pump is providing greater support and further unloading the ventricle). The patient handbook contains a section on handling emergencies, which includes pump stops. Both the heartmate ii lvas IFU and patient handbook addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous pump stops were reported under MFR. Report #2916596-2017-02671 and 2916596-2018-04769. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was woken up by an alarm on (B)(6) 2019 and stated they may have lost power. The patient became very dizzy during the event and felt like when his pump had stopped in the past. There was concern the backup battery had no engaged. There had not been a repeat episode and no further alarms were noted by the patient. During log file analysis, only one low flow event was observed on (B)(6) 2019. The log file started on (B)(6) 2019 and there was no pump stop or speed drops below the low speed limit captured. No further information was provided.